Event description:
It was reported that the patient underwent prophylactic replacement of the pump due to battery depletion. At the pump replacement, a cracked connector was noted. A side-port tap was done. The patient recovered without any sequelae. The drug infused was baclofen (lioresal).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.